Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available. Additional information : device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, if other specify, imdrf annex a, b, c, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that there was an under infusion of tpn (intralipid 20% --- egg phospholipids, glycerine, soybean oil). The event occurred between 8-11:59 am. The infusion was record by the device logs to have been programmed to be infuse at a rate of 197ml/hour. However, when the infusion was expected to be completed, it was noted there was approximate 1000ml tpn still in the medication bag. The clinician indicated that they had expected to infuse 2763.5 ml over 14 hours, however only 1763ml was infused. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was an under infusion of tpn (intralipid 20% --- egg phospholipids, glycerine, soybean oil). The event occurred between 8-11:59 am. The infusion was record by the device logs to have been programmed to be infuse at a rate of 197ml/hour. However, when the infusion was expected to be completed, it was noted there was approximate 1000ml tpn still in the medication bag. The clinician indicated that they had expected to infuse 2763.5 ml over 14 hours, however only 1763ml was infused. There was patient involvement but no harm.